Event description:
It was reported the device was supposed to last 9 yrs, but lasted less that two yrs. A wire was thought to have been "broken". Additional info has been requested but was not available on the date of this report.